Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other implanted supera stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that two supera self expanding stent (ses) were implanted in 2018. Reportedly, the stents became occluded due to the physician implanting the second stent with an overlap greater than 1 cm as indicated. It is unknown if the occlusion was treated. No additional information was provided.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the reported information; however, the device was not returned for evaluation. The reported patient effect of occlusion is listed in the supera peripheral stent systems instructions for use as a known patient effect of the stenting procedures. The lot history record or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.